Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 22-11-2017 device evaluation: the device has been returned and evaluated by product analysis on 02-11-2017 with the following findings: the pump powered on to a blank display. Opened pump, damaged display screen observed. Test display used; pump was fully functional. Unrelated to the original complaint, the battery compartment was cracked.